Manufacturer narrative:
Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery (bd) printed circuit board (pcb). The device passed the performance verification test (pvt). Covidien ref: (B)(4).

Event description:
Service report indicated that an 840 ventilator had error codes in memory which suggest that device was inoperable. The device was not being used on a patient when event occurred. The date of the event is unknown.